Manufacturer narrative:
The calibration was last performed on (B)(6) 2024 and it was acceptable. Qc was acceptable with no indication of a performance issue with the reagent. The field service engineer found no issues while examining the ise and the fluidic systems. He verified the ise sipper and the ise sample probe service software adjustments. Precision studies were performed and they were within specifications. The instrument performance was verified and the issue appeared to be resolved. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The na electrode expiration date was not provided. The cobas c501 serial number was (B)(6) . Qc was acceptable. After testing patient samples, calibration and qc were performed again and they were acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 11 patients' plasma samples tested on a cobas 6000 c501 analyzer when compared to a different cobas 6000 c501 analyzer. Results for the sodium (na) test were affected. Sample 1 (patient 1): initial result: 132 mmol/l. Repeat result: 140 mmol/l. Sample 2 (patient 2): initial result: 130 mmol/l. Repeat result: 138 mmol/l. Sample 3 (patient 3): initial result: 134 mmol/l. Repeat result: 142 mmol/l. Sample 4 (patient 4): initial result: 133 mmol/l. Repeat result: 141 mmol/l. Sample 5 (patient 5): initial result: 132 mmol/l. Repeat result: 140 mmol/l. Sample 6 (patient 6): initial result: 133 mmol/l. Repeat result: 140 mmol/l. Sample 7 (patient 7): initial result: 128 mmol/l. Repeat result: 136 mmol/l. Sample 8 (patient 8): initial result: 133 mmol/l. Repeat result: 141 mmol/l. Sample 9 (patient 9): initial result: 127 mmol/l. Repeat result: 135 mmol/l. Sample 10 (patient 10): initial result: 129 mmol/l. Repeat result: 136 mmol/l. Sample 11 (patient 11): initial result: 121 mmol/l. Repeat result: 128 mmol/l. The physician questioned the results and the samples were repeated.